Event description:
Device report from synthes reports an event in colombia as follows: it was reported on (B)(6) 2023, that in surgery, the surgeon impacts the dhs sliding screw placement pieces with a hammer, causing the four pieces to get stuck together. It is impossible to disassemble them. The doctor puts a second sliding screw freehand. This report is for one (1) unk - nail head elements this is report 1 of 4 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d1, d2, d3, d4, g5 510k: this report is for an unk - nail head elements/unknown lot number. Without the specific part number, the UDI number and 510k number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the photo revealed that unk - nail head elements was assembled with the unk - insertion instruments: trauma. However, it is not possible to confirm if the devices are stuck and cannot be disassembled since functionality issues cannot be assessed through photo analysis. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed for unk - nail head elements. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.